Event description:
Boston scientific received information that during surgical intervention due to noise and artifact on this right ventricular (rv) lead, which had contributed to non-sustained ventricular tachycardia episodes, the patient whom was fully dependant went into cardiac arrest following inadvertent dislodgement of the chronic left ventricular (lv) lead. Field information states the chronic lv lead had been planned on being used for critical pacing via the pacing system analyzer, during the planned rv replacement procedure, thus a temporary wire not initially placed. Post cardiac arrest and CPR intervention, a temporary pacing wire was placed and critical pacing then restored. A new rv and lv lead were then successfully implanted and both explanted leads are intended to be returned for a post market assessment.

Manufacturer narrative:
Following product return and completion of lab analysis, this event will be further updated.

Manufacturer narrative:
One segment of the right ventricular lead was received at out post market quality assurance laboratory. The lead had been severed 45.5 cm from the distal tip; the proximal segment was not returned. An extracting stylet was stuck inside the returned segment. An x-ray was performed, indicating the segment that was returned was not fractured. The segment passed electrical testing, confirming the lead segment was electrically continuous. Laboratory analysis was not able to confirm the clinical observations of noise and oversensing on the portion of lead that was returned. All conductor pathways were determined, via x-ray and electrical testing, to be intact. The left ventricular lead was not returned for analysis.